Manufacturer narrative:
(B)(4). This lot was manufactured from august 12, 2015 to august 14, 2015. Evaluation summary: the device was returned for evaluation. A visual inspection identified that the reservoir was ruptured. A microscopic inspection found that there was a marking on the interior surface of the reservoir near the rupture line. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. This occurred during infusion, near the end of therapy. The device had been filled with 2.5g cefepime in 0.9% sodium chloride solution to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.